Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged. An invasive revision procedure was performed and the lead was explanted. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A cut in the outer insulation at 47.5 cm from pin was noted, likely as a result of the explant. The lead did not pass the stylet insertion test as there was dried body fluid in the lumen. Electrically, the lead was found to be within specification. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.